Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod alarmed during the event. As treatment the patient removed the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. A tear in the unexposed portion of the cannula diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to corrosion on internal components. This leak caused the 0x3d hazard alarm indicating step sensor asserted before wire driven.